Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive, cine bridge circuit board, cine drive cables, and a power cable, and reloaded software. The system operates as intended.

Event description:
The customer reports the cine function was not operating. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in undue pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of pt injury or death.